Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received. Evaluation of the device found that the device was broken and there was evidence of bending. The IFU for handpieces associated with this device state, "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory." There were no remedial actions taken.

Event description:
This report summarizes <noe> 2 </noe> malfunction event in which the device broke. These occurred during craniotomy procedures; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device was not available to stryker for evaluation. Approx 1 device is available for evaluation but has not yet been received. There were no remedial actions taken.

Event description:
This report summarizes 2 malfunction event in which the device broke. These occurred during craniotomy procedures; no patient impact.